Event description:
Customer reported being hospitalized due to high blood sugar levels. Troubleshooting performed and pump appeared to be functioning as designed. Instructed customer to change out set and inject as per md.